Event description:
It was reported the patient's blood glucose (bg) levels rose to 21 mmol/l (378 mg/dl) while wearing the pod for between 4 and 24 hours. A new pod was applied and the patient's bg levels stabilized.

Manufacturer narrative:
The device was received in the deployed state. Cracks were observed in the top housing. It could not be determined when or how this damage occurred. The device was downloaded using power supply as all three batteries were measured to be depleted. The download data from the received device does not contain any hazard alarms, drive stalls, timeouts, or pulse width increases. Corrosion was observed on the batteries and the printed circuit board (pcb). A tear was found on the unexposed portion of the soft cannula during a leak test. The tear was observed 2mm away from the nailhead. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. This internal leak contributed to the corrosion observed and low battery voltages. This internal fluid leak prevented the proper delivery of insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a personal diabetes manager (pdm) and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.